Manufacturer narrative:
Correction to field d4: model number, lot number, catalog number. Model number/catalog number: 72404253. Serial number: n/a. Batch/lot number: 779844002. Model/catalog description: lgx preconnect ms 21cm ps iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Component malposition and improperly sized cylinders are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; malposition and size related complications are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir bulging in lower abdomen and dissatisfaction with the size of the implant. The patient is expected to fully recover and there were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir bulging in lower abdomen and dissatisfaction with the size of the implant. There were no patient complications.

Manufacturer narrative:
Concomitant prod/therapy date is an approximate.